Manufacturer narrative:
H3: the solitaire fr3-6-40-10 stent device was returned for analysis. The introducer sheath was not returned, and the catheter was not returned with the stent. Additionally, the catheter size and model were not reported. Therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. The solitaire fr3-6-40-10 stent's working and middle working lengths were in good condition with dried blood, while the non-working length is undamaged. No irregularities were found outside the proximal marker, and the marker coil is in good condition. No defects were found on the pushwire, and no other anomalies were noted. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was not confirmed, as the returned solitaire fr3-6-40 stent device was not damaged. The cause of the failure could not be determined. Possible causes could include vessel tortuosity, damaged/incompatible catheter, and a lack of continuous flush with heparinized saline during delivery. In this event, the user reported minimal vessel tortuosity, ruling out vessel tortuosity as a possible cause. Therefore, a damaged/incompatible catheter and a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Since the catheter was not returned, any contribution to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire encountered resistance in the distal end of the catheter during retrieval. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient¿s condition being treated was unknown. The patient¿s vessel tortuosity was minimal. The stent could not be retrieved after deployed. The push system was found to be kinked. It was removed from the body. Stroke onset to reperfusion time was 4 hours. There were no patient symptoms or complications associated with this event. Additional information received reported that the cause of the solitaire resistance/kink was not determined. The catheter used in the event was unknown.